Event description:
On (B)(4) 2014 received a call from the consumer. Consumer states that the philips avent comfort single electric breast pump was not suctioning properly. Consumer states she was unable to pump her breast milk and developed bilateral mastitis.

Manufacturer narrative:
On (B)(4) 2014, product was requested to be returned for evaluation. Prepaid label was sent to the consumer via certified mail.